Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Event description:
As reported, patient came back to the hospital 7 days after the procedural date on 5/18 with a pseudoaneurysm. The physician told me that they had to give the patient a thrombin injection and the patient is still in house. The np told me the patients hemoglobin went from 10 to 7. The patient took a bathe, but other than that the np said the patient didn't lift anything heavy. Additional information received stated location and size of the pseudoaneurysm is 2.4cm in the right cfa. Patient did not receive any blood products and condition is stable post thrombin injection. It was also reported that the np let me know today that this patient did have a transfusion during their hospital stay, 1.25 units. She said they checked the patients access site on june 1st and the groin looked fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to achieve a central positioned access. The vasculature was 8.2mm x 8.5mm, no calcification or tortuosity, with a depth deployment of 5mm +1mm. Activated clotting time (act) prior to closure was 265 and protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed at the measured deployment depth and hemostasis was immediate. Seven days post manta deployment, the patient presented back in the hospital with a 2.4cm pseudoaneurysm in the right common femoral artery. The physician administered a thrombin injection; and the patient was stable post thrombin injection. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. At some time during the patients stay in the hospital, the patient took a bath and did not lift anything heavy. However, the patient's hemoglobin dropped from 10 to 7 and was transfused 1.25 units of packed blood cells. The attending checked the access site and said the groin looked fine. Due to insufficient information regarding the initial procedure and the follow up intervention, no imaging submitted, the root cause of this pseudo-aneurysm requiring treatment cannot be determined. The IFU lists pseudoaneurysm requiring medical intervention as a possible adverse event. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.